Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon leak is confirmed based on review of the imagery provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, no abnormalities were reported during device unpacking or preparation. Per imaging evaluation a pinhole leak was observed on the inflation balloon shoulder and 3mensio revealed calcification in the patients landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra valve at the end of valve deployment the balloon on the 26mm commander delivery system (ds) had a leak. The valve was able to be fully deployed and was successfully implanted. The ds was then removed through the 14fr esheath+. There was a narrow sinotubular junction with calcium, which is the perceived root cause of the leak. There were no complications noted, and the patient is in stable condition. It was clarified that no difficulty was experienced with the valve alignment, which was performed in a straight section of the vasculature. The devices were removed without difficulties. The ds had been prepared with the recommended nominal volume. The provided device-related photos were reviewed by engineering, and a pinhole leak was observed on the ds inflation balloon shoulder. A 3mensio report from the patient's anatomy was reviewed and calcification was observed on the landing zone.

Manufacturer narrative:
The investigation is ongoing.